Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was not programming bolus delivery correctly. Customer stated they attempted to correct the amount but the device showed zero units of insulin for a delivery amount. Customer's blood glucose level was 354 mg/dl at time of reporting. Nothing further reported.